Manufacturer narrative:
A ge service rep performed an on site investigation. Several parts along with the camera were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' monitor failed to operate. No report of pt injury.